Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 1 patient sample on a cobas 6000 e601 module. The initial hcg result was 36.92 miu/ml. The customer ran the sample on another instrument line as part of a six-month instrument-to-instrument comparison and it gave a result of 43898 miu/ml. The customer then repeated the sample on the original instrument line and the result was 44428 miu/ml. The initial result was reported outside of the laboratory. The repeat results were deemed correct. The hcg reagent lot is 64377005 and the expiration date is 30-nov-2023.

Manufacturer narrative:
The customer stated that qc was acceptable. The investigation is ongoing.

Manufacturer narrative:
Calibration was last performed on 13-jan-2023. The qc recovery data provided was acceptable. The alarm trace did not contain a conspicuous event. The field service engineer (fse) performed an instrument check and a 21-cup precision check successfully. The customer ran qc successfully. The investigation did not identify a reagent or instrument problem. The root cause of the event could not be determined.